Event description:
Device 2 of 3: reference MFR report: 1627487-2017-05530. Reference MFR report: 1627487-2017-07750. Additional information indicated the entire scs system was explanted and replaced on (B)(6) 2018. Effective therapy was restored.

Manufacturer narrative:
UDI identifier is unknown due to the suspect device was manufactured prior to 24 september 2014. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-05530. It was reported that the patient experienced ineffective stimulation due to autoreducing and high impedances. Reprogramming was unable to provide resolution. Surgical intervention may be pending to address this issue.